Event description:
New information received indicated that the lead dislodged due to patient twiddler's syndrome. High capture threshold was detected on the lead.

Event description:
It was reported that the patient had picked on the staple from the pocket site and twiddled the lead. The physician elected to explant and replaced the lead. The patient was in stable condition and doing well.